Event description:
Reportedly the patient experienced urinary frequency. The surgeon rated the severity as moderate (2. Enough discomfort to cause interference with usual activity). The relation to device/procedure was rated as a 3 (definite relation to device). No administration of medication and further surgery was reported.